Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) advised bringing the device down for scheduled downtime to reinstall the driver. During the process, the device was rebooted as it was actively in use, and downtime approval was unavailable. The customer indicated that a field service engineer (fse) would assist onsite and later that an agent would remotely check the device. The customer subsequently confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier required a witness. However, there were no delays or adverse events or injuries reported based on this event.